Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will e submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed. Although tissue plasminogen activator was administered, the patient ultimately expired and vad-(B)(4) was not returned for analysis. Therefore, a root cause for the reported event could not conclusively be determined. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was placed in hospice after a third administration of tissue plasminogen activator (tpa) was unsuccessful. He was not a candidate for pump exchange and expired on (B)(6) 2014. The pump will not be returned for investigation.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported the pt had pump power elevations, elevated ldh, hematuria and suspected pump thrombosis. Pt was readmitted on (B)(6) for suspected pump thrombosis and was administered tpa on two separate occasions. The inr was run on the low side due to multiple gi bleeds. The pt is in a skilled nursing home and being monitored. The pt is not a surgical candidate.